Event description:
The customer purchased a carton containing two bottles of test strips. When she opened the carton, she noticed that one of the bottle caps was open. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.

Manufacturer narrative:
A lot number was not provided for the test strips, so it was not possible to determine the manufacture date.